Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was admitted to the hospital due to heart failure. It was noted that the patient's implantable pulse generator (ipg) had experienced premature battery depletion, the right atrial (ra) lead showed high thresholds and the right ventricular (rv) lead was going to be repositioned as part of the patient's heart failure therapy. The implantable pulse generator (ipg) was replaced. The right atrial (ra) lead was explanted and not replaced due to the new device being programmed vvi. The right ventricular (rv) lead was not repositioned and was replaced instead. Following the procedure, the patient's heart failure continued to deteriorate and the patient passed away the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had loss capture at maximum output. As a result, though the device was programmed to a ddd mode, it was functioning in a vvi mode due to the loss of atrial capture. A right atrial (ra) lead replacement was attempted. However, it was noted that cardiac potential could not be obtained due to patient condition and the ra lead was explanted instead. The physician then elected to explant the existing ventricular lead that was positioned in the ventricular apex and implanted a new ventricular lead into the ventricular septum as part of the patient's heart failure treatment. The physician noted that the patient's exacerbation of heart failure was related to the device functioning in a vvi mode and pacing in the ventricular apex as a result of the poor atrial lead measurements.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that two small cuts are visible in the outer insulation at 47.9 and 48.0cm, minimal blood ingress visible in proximal conductor. Blood and tissue visible inside helix. Lead is stretched at various locations. If information is provided in the future, a supplemental report will be issued.